Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon could not be determined. There are multiple factors that can lead to the knife wire breaking such as: high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melt. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus employee reported on behalf of a customer, when power was applied to the single use 3-lumen sphincterotome v to perform a therapeutic endoscopic sphincterotomy (est), the knife wire broke. There was no internal shedding or report of the knife wire remaining in the patient¿s body. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The knife wire had broken. The fractured area was black, charred, and melted. The outer diameter of the knife wire was measured, and no abnormalities were identified. The length of the knife wire or wire sheathing presented no defects. There were no abnormalities identified that could have led to the breakage of the knife wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.